Event description:
Add'l info received 7/28/99: the device is reported as being replaced, however, the device has not been returned to MFR for analysis. Total implant duration time for the device was approx 26 months. The device was implanted on 2/4/97 and explanted on 4/30/99.